Manufacturer narrative:
The astral device was returned to a third party service center. The customer was issued a replacement battery to address the issues. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty battery. There was no harm or serious injury reported as a result of this incident.